Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet solent omni catheter was selected for a thrombectomy procedure in the axillo-bifemoral bypass graft. Priming of the device was successful, so the physician continued with the procedure inside the patient. After 12 seconds, aspiration stopped and a check saline supply error message displayed. The saline supply was checked and no leakage or kinks were observed in the tubing. There were no air bubbles in the saline tubing. The alarm reset was pressed and they were prompted to prime the device again. The procedure was stopped and the device was removed from the patient immediately. They restarted priming as instructed. However, it failed to complete the whole priming process and stopped with 12 seconds showing on the screen. The device was checked again. During the fourth priming attempt, an error message stating to replace the catheter displayed due to the persistent error. A new angiojet solent omni catheter thrombectomy set was selected. This new device was primed and the procedure was completed successfully. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR.:returned product consisted of a solent omni thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities were identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector was an indication that the outlet adapter seal failed. There were no other signs of the catheter having any damage to it. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet solent omni catheter was selected for a thrombectomy procedure in the axillo-bifemoral bypass graft. Priming of the device was successful, so the physician continued with the procedure inside the patient. After 12 seconds, aspiration stopped and a check saline supply error message displayed. The saline supply was checked and no leakage or kinks were observed in the tubing. There were no air bubbles in the saline tubing. The alarm reset was pressed and they were prompted to prime the device again. The procedure was stopped and the device was removed from the patient immediately. They restarted priming as instructed. However, it failed to complete the whole priming process and stopped with 12 seconds showing on the screen. The device was checked again. During the fourth priming attempt, an error message stating to replace the catheter displayed due to the persistent error. A new angiojet solent omni catheter thrombectomy set was selected. This new device was primed and the procedure was completed successfully. There were no patient complications.